Manufacturer narrative:
Fifteen samples were received and tested. Pressure/time required to initiate flow and filling rate were evaluated. All samples meet the requirements. Based upon the testing conducted, coloplast was not able to determine the possible cause of the fault that was reported. If additional information becomes available a follow up report will be filed.

Event description:
(B)(4).according to the information received, there was a urine bag with a blocked inlet. It was stated that the urine does not flow from the inlet tube into the bag.